Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/03/2024. An investigation was conducted on 06/12/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the intact cannula or intact c-ring. Heavy char was observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The blue toggle was manipulated to open and close the jaws. The intact jaws were able to be opened and closed with no physical or visual difficulties observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed, however the reported failure "mechanical problem- jaws" was not confirmed. The lot # 3000383810 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 jaws could not close properly as the energy plate separated from the jaws. The scope was inserted first then cautery device was introducted into the device/ cannula with jaws closed. After insertion the jaws were extended beyond the end of the scope/device and visually inspected. A new device was opened to complete the procedure. There was a procedural delay of 10 minutes. There was no patient harm.